Event description:
The user facility reported that during unspecified procedure, a loop cutter was used to attempt to cut sutures. The users reportedly heard a snapping sound within the handle, and loop cutter became stuck on the suture. The users cut the handle of the loop cutter and withdrew the endoscope from the patient. The endoscope was then reinserted into the patient and a different cutter (model unk) was used to cut the suture in order to remove the loop cutter. The loop cutter was successfully removed and the procedure was completed. There were no complications and no harm to the patient reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information, but no further information provided. The device referenced in this report was not returned to olympus for evaluation, as it was discarded by the user facility following the procedure. Based on the information provided, the cause of the reported phenomenon appears to be due to user error, as the subject device is not intended to cut sutures. The fs-5u-1 instruction manual states in the intended use section: "this instrument is used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purpose." The s-5u-1 instruction manual also states: warning: do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers. This report is being submitted as a medical device report in an abundance of caution.